Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter with bd multiguard¿, the safety mechanism would not activate. The following information was provided by the initial reporter: they established the IV advanced the catheter. Catheter advanced with out the safety mechanism.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to partially pulled out from the needle hub but not fully activated. A device history record review found no non-conformances associated with this issue during production of this batch. From the returned photo, the safety mechanism was not fully activated. As the actual sample was not returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter with bd multiguard¿, the safety mechanism would not activate. The following information was provided by the initial reporter: they established the IV advanced the catheter. Catheter advanced with out the safety mechanism.